Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. Blood glucose reading was 150 mg/dl. The customer stated they were in diabetic ketoacidosis because they kept getting the no delivery alarm. The customer was treated with insulin shots and IV drip at the hospital. The customer stated that the insulin pump was making noise when insulin pump was in rewind or priming. The customer stated that their blood glucose could get as high as 400 mg/dl. Troubleshooting for the customer¿s high blood glucose was declined because this was a past event. The customer¿s last blood glucose reading was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or unexpected motor noise anomaly noted during testing. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment.